Event description:
Four patient samples with discrepant hbsag results. One pt was tested in 2007 with the following result, (1) initial 1.01, repeat 0.440. Three different patients tested the next day gave the following results: (2) initial 18.00, repeated twice, gave results of 1.78 and 0.778. (3) initial 37.66, repeated twice, gave results of 0.384 and 0.454. (4) initial 1.56, repeated twice, gave results of 0.616 and 0.386. No info provided to determine if results were used to guide therapy. Samples were not available to four further investigation.